Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss as the tubing was separated. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications were reported.